Event description:
Hcp reported the pt was "unresponsive to baclofen pump". The hcp reported injecting the pump main port and the sideport multiple times. The pump was revised. The pt outcome was not reported.